Manufacturer narrative:
(B)(4). The patient line clamp was left closed during the priming and the patient connected to an unprimed line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line was clamped during the prime. The caregiver (cg) then connected the patient to the unprimed line and initiated initial drain. The cg realized their mistake and disconnected the patient. The technical service representative assisted with ending the therapy. The cg was going to set up with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.